Event description:
It was reported that the customer experienced an elevated blood glucose level of 288 mg/dl with high ketones and nausea. Customer went to the emergency room (ER); details and nature of ER visit were not provided. The customer declined troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.